Event description:
It was reported the pt (australia) developed an infection at the lead incision site following a (B)(6) 2014 revision procedure (reference MFR report #1627487-2014-00252) and was readmitted into the hosp as a result. The infection has since resolved, and antibiotics were not required.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.